Event description:
During insertion of a suprapubic tube, the physician had difficulty sliding outer sheath off. Upon pulling back, the tube fractured leaving a portion of the tube in the patient's bladder. The patient underwent cystoscopy for tube retrieval, unsuccessful due to pyridium. A foley was inserted without difficulty and urine drained. Using fluoroscopy, physician was unable to visualize the tube. A CT scan showed position and patient underwent open surgical procedure for removal of tube.